Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic anterior resection. According to the reporter: once the surgeon pressed the green button for firing, a solid blue light came out on the indicator; idrive was removed from the abdominal cavity and redo the whole calibration process (reinserting battery, adaptor then vascular reload of egia60avm). Again, the blue light came out during the second attempt after he pressed the green ready to fire button. Surgical time was not extended by more than 30 minutes due to the product problem. No reinforcement material was used. Last known pt status: pt discharged. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.